Manufacturer narrative:
In response to a pm request, a ge representative advised the customer that due to the age of the equipment (now obselete), replacement parts are no longer available and the boot issue can not be address. Facility advised. No further details. If additional info is provided, we will report accordingly.

Event description:
During a pm request it was reported that the 9000 system will not boot up. There was no report of pt injury.